Manufacturer narrative:
One device was received for evaluation. Visual inspection found liquid in the device and a damaged downstream occlusion (dso) seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the defective downstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a ¿cassette not correctly fitted¿ alarm. The event occurred before infusion, therefore there was no patient involvement.